Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that while the dr was inserting the trocar, the insertion sleeve broke in half. Part of the trocar went into the pt and they pulled it out. The customer used another like device and completed the case with no pt consequence. The device will be returned for analysis.